Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 248 mg/dl. Customer stated that the buttons on the pump do not work at all. Customer reported a low battery and tried to change the battery, but it did not resolve the issue. Customer switched out several batteries and there was still no response. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Displacement test was not performed due to keypad anomaly. The insulin pump had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.